Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. On (B)(6), the customer received elevated blood glucose readings of 598 at 2:26 am and 568 mg/dl at 2:29 am on her performa system. At an unknown time the patient was transported to a public heath hospital unit of the government; later that same day the patient was transported by ambulance to a private hospital. At 10:21 am while already hospitalized the patient received a blood glucose result of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on her performa system. At 1:57 pm the patient was admitted into the ICU of the private hospital. The patient was diagnosed with diabetic ketoacidosis and a severe infection of the lung and kidney. The patient was intubated and sedated with respiratory difficulties. The blood glucose results obtained at the hospital were not provided. The health care professional checked the infusion device and noticed air bubbles in the cartridge and catheter. The hospital instructed the patient be removed from the infusion device. The patient was treated with intravenous insulin. On (B)(6), due to the severe infection and the patient's blood glucose level's not stabilizing, the doctor changed the coarse of treatment to multiple dose therapy with tresiba and novorapid insulin. On (B)(6), the patient was taken off the sedation and she convulsed, the doctor said that they didn¿t know at what point the ketoacidosis had interfered in patient¿s brain. The patient's blood glucose was now stabilized, but due to infection was on two different antibiotics. The patient was then turned back to sedation and was intubated. On (B)(6), the hcp was told that the patient was much better, she was still swollen, the infection was controlled, but she was still sedated and they were trying to take the intubation off. The blood glucose was controlled. On (B)(6), the patient regained consciousness. At the time of the report, the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.